Manufacturer narrative:
Additional information received from eye care provider regarding the incident.

Event description:
Received additional information from the eye care provider on (B)(6) with clarification of the incident. Patient experienced a temporary and non-sight threatening condition of a small peripheral infiltrate. There was no permanent impairment of eye function or damage to body structure, no medical treatment or medication prescribed to preclude permanent impairment of eye function or damage to body structure. This event does not meet the definition of serious injury. If the event were to reoccur, it is not like to cause or contribute to death or serious injury.

Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient was experiencing redness, irritation, and photophobia in the left (os) eye and sought medical treatment. The eye care provider reports a small, non-staining, paracentral infiltrate with a diagnosis of early corneal ulcer / infiltrate. The patient was prescribed tobradex and besivance alternating every two hours for three times per day. The patient was asked to come back for follow-up in three to five days but per the eye care provider, the patient did not return for his follow-up. The patient condition/resolution is unknown. On request of written documentation of the event, the eye care provider indicates the patient experienced a scar or opacity of the peripheral cornea, outside central 6mm, but also indicates the patient experienced a corneal opacity within the central 6mm area of the cornea. When drawn on a diagram the eye care provider depicts a small infiltrate in the nasal peripheral region of the cornea. Good faith efforts have been made to obtain additional information and clarification on the event without success. This event is being reported in an abundance of caution due to the contradicting (unknown) diagnosis, and unknown resolution. Should additional information become available, a follow-up report will be submitted.